Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 per the operative report the patient presented lumbar spinal stenosis l1 to s1, kyphoscoliosis, lower back pain, and walking difficulty. The patient underwent surgery which entailed a: ¿lumbar laminectomy with bilateral partial medial facetectomies with foraminotomies, bilateral l1 to s1. Posterior spinal fusion t11 to s1. Posterior pedicle screw instrumentation t11 to s1 with bilateral iliac internal fixation. Posterolateral interbody fusion l4-l5 and l5-s1. Intervertebral devices l4-l5 and l5-s1 using stryker avspl peek interbody cages. Harvesting of right posterior iliac crest bone graft plus use of local bone autograft, plus use of bone allograft for spinal fusion. Posterior lumbar smith-petersen osteotomies l3-l4 and l4l5.¿ per the description of the operation ¿¿.I also used bone morphogenic protein, using medtronic infuse bone morphogenic protein which was also necessary because I could only harvest a small amount of iliac crest from the right as I was also placing iliac fixation as well. As such, I was able to get a good amount of local bone autograft, but only a small amount of iliac crest, and as such, I did not think that I had adequate autograft to allow proper fusion over all of the intervertebral disc levels. I thought that the bone morphogenic protein was a necessity based upon the multiple levels fused, and there was no substitute available. As such, this was medically necessary¿..¿I then placed local bone autograft into the interspaces and then a single peek cage at each level which was 11 mm in height at l5-sl and 9 mm at l4-ls. Each were filled with a single bone morphogenic protein sponge. ¿. I then used the high-speed bur to decorticate the posterior spinal elements from t11 down to s1, bilaterally, and then packed iliac crest bone autograft as well as local bone autograft and bone allograft, plus several additional bone morphogenic protean sponges from t11 down to s1. Bleeding was absent at this point.¿ there were no addition complications recorded during the surgery however there was postoperative blood loss anemia requiring transfusion. On (B)(6) 2006 the patient was discharged from hospital. On (B)(6) 2006 the patient was admitted into post op rehabilitation. On (B)(6) 2006 the patient was discharged from rehabilitation. On (B)(6) 2006 the patient had 6v thoracic, lumbar spine and pelvis x-rays taken. The x-rays demonstrated ¿s-shaped thoracolumbar scoliosis ¿ post spinal fixation from t11-s2. An ap chest x-ray was also taken which showed ¿no acute pulmonary disease limited by very low lung volume.¿ on (B)(6) 2006 the patient presented to post op physical therapy with back pain. On (B)(6) 2006 the patient presented back pain and scoliosis. Ap and lateral radiographs of the thoracolumbar spine were taken. In the evaluation it stated ¿limited examination due to patient body habitus. Mild s-shaped scoliosis which has improved from the prior examination. On (B)(6) 2007 in an initial post op ov evaluation the patient presented lumbar back pain. On (B)(6) 2007 at a 4 month post op ov visit the patient presented back pain, gait disturbance, leg weakness, tingling in the right hand, mild neck pain, cervical spinal stenosis, arm weakness right greater than left and numbness in the fifth left finger. Per the doctor¿s notes: lateral, flexion/extension cervical spine x-rays as well as scoliosis films ap and lateral are performed today at oaa. Flexion/extension films show spondylosis at the lower cervical spine. Visualization of down to c7 and no instability. There is narrowing of the canal, however, present from about c4 down to c7. He has not had a prior MRI. Thoracolumbar scoliosis films do show very good position of the instrumentation from about t11 down to the pelvis. Early fusion formation at the interbody fusion sites and he is slightly hypokyphotic at the thoracic spine. His neck does lie slightly anterior to the pelvis. He has very well maintained lumbar lordosis ¿.. Excellent result following thoracolumbar fusion.¿ on (B)(6) 2007 in the eight months ov after surgery the patient presented mild back pain. Per the doctors notes ¿x-rays, erect ap and lateral scoliosis film were performed today at oaa. The ap and lateral does show stable instrumentation present from t11 to the pelvis. He appears to be developing solid interbody fusions although somewhat difficult to tell because of his large body habitus and technique. Overall excellent appearance. He does have kyphosis above his area of fusion and c7 lies anterior to the s1 vertebrae. Excellent functional result following thoracolumbar fusion with foot restoration of leg strength and overall upright posture. I think because of his pre-surgical substantial kyphosis that he is having some difficulty assuming a full upright posture. His passive posture is excellent. He also has a cervical spinal stenosis with arm weakness which is gradually improving. He does have fairly profound intrinsic wasting left greater than right.¿ on 10/16/07 in a one year follow-up to the surgery the patient presented hand weakness, pain, and loss of motor function. Per the doctor¿s notes: ¿x-rays, erect ap and lateral scoliosis films performed today at oaa show good position of the hardware from t11 to the ilium. Well maintained lordosis. Difficult to tell if he is solidly fused. I do see a small halo around the iliac screws and possibly around the screws at t11¿.think that he does have long standing cervical spinal stenosis and that he had nerve root injury causing his hand weakness during the time of his thoracolumbar fusion.¿ on (B)(6) 2008 in a follow-up ov cardiac visit the patient presented a stable status on (B)(6) 2008 in an ov the patient presented upper extremity weakness, and thoracic and lumbar pain. Per the doctor¿s notes: ¿he does have severe cervical stenosis and upper extremity weakness. He is not myelopathic. CT scans ((B)(6) 2008) of the cervical, thoracic and lumbar spines performed at slh (B)(6) 2008 are reviewed by disc. He does have severe foraminal stenosis present at c4-5 and c5-6 and then severe central and foraminal stenosis present at c6-7. Thoracic spine is relatively unremarkable. On the lower thoracic and lumbar images he is solidly fused from t11 to l5 but appears to have a well-established nonunion at l5-s1. There is bone graft present both anteriorly and posteriorly but I do not see bridging. On (B)(6) 2008 in an follow-up the patient presents mild pain. Per the doctor¿s notes ¿thoracolumbar fusion (B)(6) with previous film showing nonunion at l5-s1; previous CT scan cervical spine showing severe cervical stenosis. He does have bilateral distal hand weakness, greater on the left, but his strength overall is improved since I last saw him.¿ on (B)(6) 2008 in an unscheduled ov the patient presented cpk higher than 700. The patient also reported on falling one month ago. The patient presented weakness in arms, weight gain, back pain, wasting of his left greater than his right hand. Per the doctors notes he does have ¿cervical spinal stenosis, which I think is the source of his hand weakness, left greater than right. This is stable. Highly elevated cpk.¿ in a (B)(6) 2008 consult the patient reported that shortly after surgery he noticed some weakness in his hands with atrophy and numbness over the medial aspect of the hands and forearms. His legs are now weaker, weakness arms, elevated ck¿s. Per the doctors notes ¿I believe all, or the majority, of his symptoms and emg findings are related to his very extensive and very severe cervical and lumbar spine disease. I suspect that his mildly elevated serum ck is due to the significant denervation that he has ongoing related to his severe spine disease. Although similar chronic denervation and a mildly elevated ck can be seen in motor neuron disease, there are many reasons why I think we are dealing with that in this particular circumstance¿.my biggest concern is his very severe cervical stenosis.¿ on (B)(6) 2008, per an itemized listing by the pharmacy/lab, a CT lumbar scan demonstrated l2-s1 access nonunion. On (B)(6) 2008 the patient presented an unsteady gait and was bending forward more. Patient reported frequent tripping and has fallen; he has an elevated cpk. He is still using the bone stimulator. Per the doctors notes a ¿CT scan reviewed from slh shows solid fusion t11 to l5. At l5-s1 I do see two areas laterally where there is possibly some bridging bone. I have recommended observation of this.¿ on (B)(6) 2010 the patient presented acute lower left back pain and leg pain. The patient reported that three days previous to the ov he experienced a weak sensation in legs when getting up from the sofa. Per the doctor¿s notes: ¿he has a nonunion at l5-s1 with broken rods at l5-s1 now with anterior subluxation. This is the source of his acute back pain.¿ on (B)(6) 2010 the patient presented back and leg pain, weakness in the legs. A pre-op discussion occurred with the patient. On (B)(6) 2010 the patient presented back pain and had an ap and lateral view x-rays taken which demonstrated: ¿degenerative discogenic disease; no acute osseous pathology¿. A 2v frontal x-ray of the of the pelvis was taken which showed ¿no significant pelvic abnormality seen. Mild osteoarthritis of the hips.¿ also a 4 v lumbosacral qmri was performed which demonstrated that ¿there is artifact from metal lumbar fusion rods extending from above the margin of this examination to the iliac bones bilaterally. Pedicle screws are noted at l4, ls, and sl. There appears to be left convex curvature at the l3-l4 level. It is difficult to assess whether there has been osseous fusion across the l5-s1 level. Marrow signal within the cecum itself appears to be within normal limits and there is no finding to suggest sacral insufficiency fracture. There is no abnormal signal crossing sacroiliac joints. Visualized soft tissues appear unremarkable.¿ on (B)(6) 2010 in a pre-surgical planning ov the patient presented pain, difficulty waking, non-union fracture, and spinal stenosis. On (B)(6) 2010 the patient underwent surgery for lumbar spinal stenosis ls-s1, low back pain, lumbar nonunion of previous fusion l5-s1, broken rod between l5 and s1, lumbar spondylolisthesis l5-s1, and cervical spinal stenosis. The surgical plan involved: anterior lumbar interbody fusion via transsacral approach l5- s1; placement of anterior lumbar instrumentation l5-s1, using trans1 stainless steel intervertebral rod. Removal of posterior pedicle screw instrumentation, l3-s1. Exploration of posterior lumbar spine l3-s1 with finding of lumbar nonunion at l5-sl. Lumbar hemilaminectomy for decompression left l5, left s1 with foraminotomies. Reinsertion of spinal instrumentation l3-s1 with placement and readjustment of iliac instrumentation at the bilateral ileum using stryker xia I and xia iii instrumentation system. Posterior lumbar fusion l5-s1. Placement of gardner-wells cranial tongs for intraoperative positioning with removal at end of case. Aspiration of left posterior iliac crest bone marrow for spinal fusion. Preparation of local bone autograft for posterior spinal fusion, ls-s1.¿ per the operative notes the doctor ¿¿..then irrigated and then packed 1-1/2 bmp sponges, as well as, actifuse and local bone autograft into the interspace of l5-s1, and after changing the guide tubes, passed a 55-mm anterior instrumentation interbody rod across l5-s1 achieving good internal fixation. Bone graft placement was good, implant positioning optimal, and spinal cord signals normal¿¿.¿ per the operative report, later in the surgery ¿I readjusted the positioning of the iliac screws for stable fixation, and found these screws to be tightly placed. I then removed soft tissue over the posterior elements from l4 to s2 bilaterally, exposing all of the posterior elements out laterally, removing soft tissue from the nonunion site. This confirmed a nonunion at l5-s1 and did show solid bone fusion up to l3, which was the top of the exposure. I then used gouges to remove posterior bone across l4 to s2, and this bone was then cleaned of soft tissue and morselized for local bone autograft. After fusion exploration and removing bone from the l5-s1 vertebrae, I then used the high-speed bur and then harrison rongeurs to perform a hemilaminectomy at left l5-s1, performing l5 and s1 foraminotomies on the left using curved foraminotomy harrison's to remove scar, as well as, soft tissue over the exiting l5 root. Following this, I could pass a probe out into l5 and s1 foramen and palpate the pedicles confirming adequate decompression. I then reinserted pedicle screws into l4 on the right, as well as, l5 and s1 bilaterally after tapping, these were 8.5 mm diameter stryker xia screws that were a combination of xia I and xia iii screws. After adjusting the iliac screws, I then contoured a rod to extend from the l3 screw to the iliac screw on the left and the l5 screw to the iliac screw on the right, and then tightened the top tightening caps to secure the rods across the l3 to the s1 interval. The top tightening caps were tightened to the recommended torque. I then placed a domino below s1 bilaterally on the rod and above l4 on the right and below l3 on the left, and then passed a second rod parallel to the 2 major rods for a 4-rod construct spanning l5- s1, and tightened the top tightening caps to the recommended torque. I then aspirated approximately 10 cc of left posterior iliac crest bone marrow using a jamshidi needle which was mixed with the actifuse and used for the spinal fusion. Local bone autograft was prepared from the removed lamina of l4 to s2 and cleaned of soft tissue and morselized for fusion. I then placed additional infuse bnp sponges across l5-s1, in addition to local bone autograft and actifuse. Final x-ray showed good implant positioning. This completed the posterior lumbar fusion.¿ no complications were noted with the exception of intermittent emg activity which was noted and reported in left tibialis anterior. On (B)(6) 2010 the patient was discharged from the hospital. From (B)(6) 2010 the patient received home health care and physical therapy. On (B)(6) 2010 the patient called the doctor reporting a fever and that the surgery site looked red and infected. On (B)(6) 2010 in a post op check-up the patient presented back pain weakness in the legs. The surgery site looked red but not infected. On (B)(6) 2010 a 5v lumbosacral spine x-ray was taken which demonstrated ¿there are extensive postoperative changes throughout the lumbar spine. These are bilateral transpedicular screws at t11, t12, l1, l3 and l4. Fixation screws are present at the first sacral segment as well as the lateral sacroiliac joints. The previously identified lateral fixation bars have been revised. The bars are new discontinuous at the l2 body level. There is a horizontal fixation bar at the l2 body level. There is a screw traversing the l5-s1 interspace. There is diffuse disc space narrowing throughout the lumbar spine with facet hypertrophic changes. There is no evidence of spondylolisthesis. No acute fracture is seen.¿ on (B)(6) 2010 the patient presented lower back pain. An x-ray -ap, lateral, oblique and cone down views of the lumbosacral spine were taken which showed that the ¿surgical hardware is unchanged from previous examination. Hardware appears intact/ vertebral alignment is unchanged. Compression at t11 is stable.¿ on (B)(6) 2010 the patient presented back pain and reported problems sleeping since the operation as well as burning in his legs. On (B)(6) 2011 a CT lumbar spine was conducted which showed ¿there are bilateral pedicle screws in t12 l5, and l1 with extensive surgery on the dorsal elements with laminectomy and in the left pedicle of l3. They are crossing trabeculae between l1 and l2 and l2 and l3 consistent with fusion. There are bilateral pedicle screws in l4, l5, s1,and s2 including screws in a symmetrical fashion in the ilium bilaterally at the level of the sacroiliac joint as well as a vertical fixation device traversing the s1-s2disc. There are crossing trabeculae from l4 through the l4-ls disc, and there are crossing trabeculae at l5-s1 disc as well as the s1-s2 rudimentary disc consistent with fusion¿.there is also CT evidence of fusion of the dorsal elements at these levels. There is CT evidence for fusion from l3 through to s2 in the dorsal elements and across the disc space. Intact. No mal-alignment or volume loss.¿ on (B)(6) 2011 in an ov the patient presented back pain, ambulatory dysfunction, sleep apnea, weakness in legs and restless legs. Patient also said he improved after repair of the nonunion at l5-s1 but still has burning in his legs that is nonstop. Per the doctor¿s notes a ¿CT scan performed today shows solid fusion l5-s1 and solid fusion above that. The foramen appear clear. No sacral fracture.¿¿